Event description:
It was reported that a pt underwent a posterior fusion from t3-s1 using rhbmp-2/acs and 5.5mm stainless steel posterior instrumentation and an interbody device. At an unk time after surgery, the pt developed acute tubular necrosis. This was attributed to the use of aprotinin intraoperatively, as aprotinin has been documented to cause an increased prevalence of acute tubular necrosis and renal failure in pts over the age of 60. The pt recovered renal function 4 months after surgery. At this time, more than 3 yrs after surgery, the pt has solid fusion from t3 to the sacrum, and is doing well without any subsequent systemic problems or complications.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.